Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end unit, and instrument / biopsy / suction channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm-guidelines. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope tested positive for an unexpected contamination, the device didn¿t pass the manual leakage test. The issue was found during preparation for use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: due to damage on channel tube, water tightness is lost however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event of positive in culture could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. ¿olympus bf-uc190f reprocessing manual¿ has descriptions for the reprocessing methods. The reported phenomenon may have been prevented by the above descriptions. Olympus will continue to monitor field performance for this device.